Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was experienced a low and high blood glucose event. The customer alleged the insulin pump was over delivering insulin due to they were seeing pink dots on graph when low. Customer had received sensor glucose versus blood glucose difference error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.